Event description:
It was reported that the pt had a car accident and the screw was broken as a result of a rear-end collision. The event occurred approximately four years after initial implant. No additional info is available at this time.

Manufacturer narrative:
(B)(4): a review of the device history records cannot be performed without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.